Event description:
Customer reported the coulter® lh 750 hematology analyzer would not utilize the cleaner or diluent properly during startup. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced a broken pinch valve, pv14b (vl14b). (B)(4).